Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to suspected premature battery depletion. The device was kept by the hospital and not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.